Manufacturer narrative:
Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Concomitant products: unspecified saline mentor breast implant. On (B)(6) 2019, the product was sent to analysis, however it was lost before the analysis could be performed. The internal nonconforming report was created to further investigate the cause of the lost. Upon visual inspection of the picture, it appears that the left implant appeared intact and the right implant appeared ruptured, however the photo do not provide enough evidence to determine in which view the ruptured or if the shell was ruptured totally . Since the device is not available, no tests can be performed, and no determination of possible contributing factors could be made. Lot number was not provided, therefore the manufacturing record evaluation could not be performed. If additional information is received in the future it will be completed. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. This report contains supplemental information for mentor psr reference number ip-00015869. This device report is being submitted as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
In 1999, the patient had undergone primary procedure: implantation of mentor saline implants , catalog number 3542512, mentor siltex contour profile spectrum 350cc in 2002, one implant ruptured and one implant was removed and replaced with a mentor saline implant, catalog number 3542512, mentor siltex contour profile spectrum 350cc . This event was reported in asr-q3-10-31-2017. In 2004 , the patient experienced one implant rupture and both implants were removed and replaced with mentor saline implants , catalog number 3542712, mentor siltex contour profile spectrum 350cc. This event was reported in asr-q3-10-31-2017 report. In 2016 , the patient experienced one implant rupture. No removal nor replacement of implants. It was reported that a (B)(6) female patient underwent a breast implantation of unknown type with mentor siltex contour profile spectrum 350c and experienced deflation on the right breast implant. As a result, the patient had undergone removal on (B)(6) 2017. This report contains supplemental information for mentor psr reference number ip-00015869. This medwatch is for the right breast implant.

Manufacturer narrative:
On 8/27/2019, it was reported incorrectly that the device was not evaluated by the manufacturer. The picture was evaluated by the manufacturer. Manufacturer¿s reference number: (B)(4).